Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported pericardial effusion was procedural related. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference 3005188751-2015-00038. During a left ventricular tachycardia procedure, a pericardial effusion occurred. Transseptal puncture was performed with a brk-1 xs transseptal needle and a swartz braided transseptal introducer. The guidewire appeared on fluoroscopy to be on the left side but its position was not as expected. The patient became hypotensive and an echocardiogram revealed a pericardial effusion from a puncture of the aorta. A pericardiocentesis was performed which stabilized the patient and the procedure continued. The patient remained stable. There were no performance issues noted with any sjm device used.